Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation cannot be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023, a patient in netherlands underwent a procedure for the placement of percutaneous enodoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date in (B)(6) 2023, the patient developed an abscess at the stoma, was hospitalized and received seven days of an unknown antibiotic.

Event description:
Follow up information received 10 aug 2023, that the route of antibiotics was intravenous. On (B)(6) 2023, a patient in (B)(6) underwent a procedure for the placement of percutaneous enodoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date on (B)(6) 2023, the patient developed an abscess at the stoma, was hospitalized and received seven days of an unknown antibiotic.

Manufacturer narrative:
Reference number: (B)(4).